Event description:
It was reported that one week following a stage one deep brain stimulator procedure, the patient suffered a stroke. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient only had the lead in. His mental status changed in the or. During surgery the patient was hypertensive when flat and unresponsive. An MRI confirmed that he did not have a stroke. A small hemorrhage occurred from results of surgery. He stopped talking during physical therapy. He has been hypotensive since the lead implant and has continued to have significant blood pressure problems. He has not gone on to get the ins and his parkinson's has not changed.